Event description:
It was reported that the patient presented to the hospital remotely for a routine follow-up on (B)(6) 2023. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high capture threshold and several non-sustained right ventricular oversensing episodes due to lead issue. The physician capped and replaced the rv lead on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture threshold and oversensing were not confirmed. As received, a partial lead was returned in two pieces for analysis. Electrical testing, visual examination, and x-ray inspections of the lead did not find any anomalies except for procedural damage.